Manufacturer narrative:
The subject was not returned to olympus for evaluation. It was determined by the biomedical engineer, the keyboard was not working due to it not being plugged in all the way. The issue has been resolved by plugging in the keyboard correctly. There are no present issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed) reported to olympus, the evis exera iii videos system center was not working/broken. The biomed was assisted by olympus in connecting the subject device to an oev-262h monitor and there was no video. There was no report of patient harm associated with this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the device did not work properly because the keyboard was not connected properly. Once the keyboard was connected properly, the device began working properly. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.